Event description:
It is reported that the device cracked during surgery, and pieces had to be retrieved from the wound site.

Manufacturer narrative:
Evaluation summary: as received, a portion of the rim of the provisional head is fractured and missing. Damage is present inside the taper and at the bottom of the taper opposite the fractured portion of the rim. This may indicate that an instrument of some sort was levered against the bottom of the taper and the rim, possibly causing the rim fracture. Damage is also present on the outside diameter of the head. Other possible causes of rim fracture could be related to (but not limited to) one or more of the following: dropping the device; degradation due to cleaning/sterilization; impacting the provisional head. However, the exact cause of the complaint cannot be determined. As returned, a portion of the rim of the provisional is fractured (into an unk number of pieces) and is missing. Review of the device history records did not find any deviations or anomalies. There is not indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.